Manufacturer narrative:
(B)(4). No conclusion code available. The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified debris and particles in the set screw and connector block threads. This caused the set screw to become stuck in the connector block. It is believed that they were not completely cleaned out during manufacturing.

Event description:
It was reported that during device replacement procedure, is one connector could not be unscrewed. Finally, physician was able to unscrew with a non-dynamometric screw device. Device was not used and was replaced. Patient was stable.